Event description:
On 28th may 2025, rayner received notification from a us healthcare facility of an event that occurred during use of a rayone aspheric rao600c. No event description has been provided; however, device explantation and exchange has been reported.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. No event description has been made available to rayner; however, device explantation and exchange has been confirmed. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Our review of production records for the rayone aspheric rao600c batch 064245692 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 064245692. There is insufficient information available in this case. Additional information has been sought from the healthcare facility; however, to date, no further details have been received. Due to the absence of event information, no cause can be established.